Event description:
It was reported that high lead impedance was observed the patient¿s system. The surgeon was reportedly contacted about high lead impedance and need for replacement surgery. However, the patient later moved state of residence. Surgical intervention has not occurred to date.

Manufacturer narrative:
Manufacturer revise history records were reviewed. Review of the lead device history records confirmed all quality specifications were passed prior to distribution. Device failure is suspected, but did not lead or contribute to a death or serious injury.

Event description:
It was reported that the patient had generator replacement on (B)(6) 2016 prophylactically, and lead impedance was within normal limits (2931 ohms) after replacement with the new generator. The lead was not replaced. The explanted generator was discarded. Review of the lead device history records confirmed all quality specifications were passed prior to distribution. Review of the converted source data for the device history was performed and there was no evidence of high impedance throughout the available history. Additionally, there was no evidence of a 25% change in impedance of high impedance detected on any date. The report of high impedance was general, reported in 2014 but the date was not provided. Since there is sufficient data for this device prior to 2014 and in 2014 without evidence of any high impedance, it appears that this was likely a false report.